Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition but slight damage to the front housing. The customer's reported problem regarding "showed lec 1861 code" was able to be duplicated. Power up of the pump displayed lec 1861. Simulated use was able to download event log and read out the pump log. But it was possible to run the pump. The event log verified that the reported problem did occurred (one 1871 alarm recorded). The pump was opened, and evidence of fluid ingression found. This resulted in corrosion on the mp board. Internal inspection found the shield lifted of the front housing. The motor current was measured and found to be within specification. Service replaced the mp board due to the corrosion as preventive measure. The front and rear housing was also replaced as preventive measure due to the lifted shield damage observed. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump displayed error code lec 1861, then alarmed with message "motor locked". No adverse effects were reported.

Event description:
Additional information received: occurred before infusion, no patient involvement.